Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in the ami patient and therapy started. On (B)(6) 2017,¿gas gain in iab circuit¿ alarm was generated four times. The iab catheter was removed and therapy discontinued. No patient injury was reported.

Manufacturer narrative:
(B)(4). Correction: changed from: 07/24/2017 to: 07/20/2017 to reflect correct aware date.

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in the ami patient and therapy started. On (B)(6) 2017,¿gas gain in iab circuit¿ alarm was generated four times. The iab catheter was removed and therapy discontinued. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in the ami patient and therapy started. On (B)(6) 2017,¿gas gain in iab circuit¿ alarm was generated four times. The iab catheter was removed and therapy discontinued. No patient injury was reported.